Event description:
According to the initial report on (B)(6) 2023 a 15mm pulmonary homograft was implanted into a patient. The homograft is sn (B)(6) and was appropriately thawed per manufacturer guidelines. In discussing with the surgeon today, he said that he needs to explant that homograft because it has now dilated to an approximate size of ¿30mm¿. The conduit of the graft was explanted on (B)(6) 2023. No additional information forthcoming.

Manufacturer narrative:
A sample evaluation was performed within the field assurance laboratory. The specimen was returned within a clear jar filled with formalin. The valve and conduit was within the container. The left and right pulmonary artery branches had been transected. The branches were not returned. The valve was sized to be 16mm with hegar uterine dilator (e0915g002) by the tpl sme. The certificate of assurance listed the valve size to be 15mm. A 18mm hegar uterine dilator (e1302d220) could be placed, but there was distension of the valve. A size 26mm hegar uterine dilator (e1302d371) was too large. This dilator did not fit into the valve. The conduit portion of a synergraft pulmonary valve and conduit is not measured as part of standard processing. However, in an effort to determine the surgeon's statement of "he needs to explant that homograft because it has now dilated to an approximate size of '30mm'¿. A measurement was taken by the tpl sme. A 19mm hegar uterine dilator (e1302d331) fit the conduit. It completely filled the conduit, and stretch was observed by the tpl sme. The evaluation concluded that the valve did not dilate, and the conduit was 19mm in diameter. Measurements could not be replicated to support the statement of the homograft "dilating to 30mm". The certificate of assurance for pulmonary valve & conduit sg (sgpv00), batch number (B)(6) was reviewed. All attributes including the graft measurements identified by the tissue processing lab during inspection were documented appropriately on the cert. None of these would have caused rejection of the graft per qs3001: cardiac graft attributes. The dilators used for inspection of the graft were confirmed to be within calibration at the time of use and correlate to the sizes listed on the certificate of assurance. These include: e0905e004 (11mm/12mm ¿ calibration due date 11/12/2023) and e1302d203 (15mm/16mm ¿ calibration due date 11/12/2023). During the final inspection of this graft, per gp1350: sub-assembly, inspection; graft, cardiac and vascular, the dilator should fully occupy the valve orifice at the level of the basal ring and should fully engage the annular circumference at the basal ring and fit without distention. As part of inspection of the graft, the final label measurements are determined by the inspector. The inspector¿s training records were reviewed, and he was found to be appropriately trained at the time the task was performed. No findings were identified that could have contributed to the reported event. Currently we do not have an implant summary card for this homograft in our database, implant or explant operative notes, patient demographics or medical history, so it is unknow as to why and where this homograft was implanted. The cardiac homografts undergo inspection and sizing by the dissector as well as by the inspector prior to final packaging. All sizing is performed on the valve in an unpressurized state (i.e., not under systemic pressure). Per the certificate of assurance for this valve, it was measured and packaged to be a 15mm valve. We do not know what the valve diameter was in situ after initial implant under systemic pressure. We also do not know where the dilation was noted (annulus or conduit), how the increased diameter was diagnosed, nor do we have any photos or other diagnostic imaging modalities to confirm the reported dilation. As a side note, given the fact that the sample was returned for evaluation, the patient must have undergone the redo operation. Further details related to this surgery are unknown, including the size of the replacement valve. There is limited information available to determine the root cause for the reported dilation and any relation to the allograft/donor. Additionally, the explanted tissue was returned to artivion and evaluation of the allograft failed to confirm the reported dilatation. The sg cryopreserved human tissue a/dfmea was reviewed. The reported event is addressed in hazard step/item #s d.42: 2b. The sg cryopreserved human tissue pfmea was reviewed. There is limited information available to determine the root cause for the reported dilation and any relation to the allograft/donor. Additionally, the explanted tissue was returned to artivion and evaluation of the allograft failed to confirm the reported dilatation. The reported event will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. The root cause is unknown due to limited information available to determine the root cause for the reported dilation and any relation to the allograft/donor. Additionally, the explanted tissue was returned to artivion and evaluation of the allograft failed to confirm the reported dilatation. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report on (B)(6) 2023 a 15mm pulmonary homograft was implanted into a patient. The homograft is sn (B)(6) and was appropriately thawed per manufacturer guidelines. In discussing with the surgeon today, he said that he needs to explant that homograft because it has now dilated to an approximate size of ¿30mm¿. The conduit of the graft was explanted on (B)(6) 2023. No additional information forthcoming.

Manufacturer narrative:
The graft has been returned. The interdisciplinary team is being assembled for evaluation. The evaluation findings will be provided in the follow-up report. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.